Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number 11579807, from 16-dec-2016 through 16-jan-2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. 1.4 storage and stability the unopened tskgel g8 variant hsi column should be stored at 4-15°c in a cool location away from direct sunlight. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the fast retention time is due to the column exceeding the maximum injection count.

Event description:
On (B)(6) 2018 a customer reported seeing fast retention time of 0.62 to 0.63 minutes (acceptable range is 0.57 to 0.61 minutes) with the g8 instrument. The customer reported that the column injection count was at 3995. The tosoh technical support specialist (tss) advised the customer to replace the column before adjusting the flow factor because the injection count on the column was out of warranty (2500 injection count maximum recommended). The customer reported that the column had not been replaced because chromatograms did not have any check peak flags and quality controls were within range. The customer will monitor chromatograms prior to deciding whether to replace the column. There is no indication of any patient intervention or adverse health consequences due to this event.